Event description:
Could not detach the fourth coil. During coil embolization within the carotid-posterior cerebral artery (ic-pc) aneurysm, three coils were placed using this syringe. The fourth trufill dcs coil, was advanced through the microcatheter, and the physician pressurized the dcs syringe to the green zone then to red zone to detach the coil; however, the coil was unable to be detached. The coil was removed intact, no stretched nor unraveled. Therefore, another coil and syringe were used for the procedure. There was no information of the vessel characteristics and the pt. There was no report of adverse consequence to the pt. No information was available regarding if the saline was used directly from an infusion bag for the syringe. There was no problems noticed with the syringe, the plunger was not moved back or stripped. The blue wing lock was not cracked, and the wing lock was locked before he was increasing the pressure.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.